Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "patient's daughter in law called regarding her mother in law hip replacement. She wanted to know if her implants were a part of stryker's hip recall. Patient had her replacement done on (B)(6) 2005 and has been experiencing extreme pain ever since the surgery. The patient has reach out to her surgeon and has been taking heavy pain killers such as oxycodone and taking steroids."